Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranged from 40-300 mg/dl. Cause of low bg was not known. Customer consumed juice to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.